Manufacturer narrative:
The patellar component cannot be evaluated for rpt'd wear as it has not been returned for evaluation but rather discarded at the hosp.

Event description:
Reporter states, patient had revision surgery of patella due to wear.